Manufacturer narrative:
Additional information was received indicating there was no patient involvement, the issue was found prior to use with a patient.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis with no damage observed on the pump. The customer's reported problem regarding "1310 error" was unable to be duplicated. Power up of the pump displayed lec 1210. Simulated use was unable to download event log or read out the pump error log. The pump had a constant alarm and difficulty was experienced running the pump. The pump was opened, and the clock battery connections were inspected. The inspection found an intermittent connection on the clock battery. The 1210 error is air_bad_crc (corrupted bus). Replace the clock battery to address the issue.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed error code 1310. There was no reported injury to the patient.